Manufacturer narrative:
Transfer part from a dental implant fractured. Implant could not be placed. No new implant was implanted. Dentist should have consulted IFU to prevent this from happen. User error. Same day removal.

Event description:
Transfer part from a dental implant fractured. Implant could not be placed. No new implant was implanted. Dentist should have consulted IFU to prevent this from happen. User error